Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Event description:
O-c4 instrumentation was done for the pt with ra in (B)(6) 2010. After the surgery, the screw used for occipital bone fixation was found backed out. Revision has not been done yet, however, as this may lead to surgical intervention, an MDR is filed to document this event.